Event description:
Initial result for a patient sodium/potassium/co2 was 111/3.1/36. When repeated, the results were. 147/4. 1/26. The incorrect results were not used to guide therapy. The field service rep found the z-motor was bad and repaired the instrument by replacing th e motor.